Manufacturer narrative:
(B)(4). Batch # n92v26. The analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a diep flap procedure, the clip appliers were cutting vessels. It is unknown if there was any blood loss. It is known that a transfusion was not necessary. It is unknown how the procedure was completed and there were no patient consequences reported.